Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a s308 (can bus error - pmc, left) malfunction alarm code. This does not indciate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error - pmc, left) service alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.